Event description:
Complainant alleged that upon defibrillating a male pt (age unknown) the device appeared not to have output the energy selected. The patient reportedly did not respond as if 200 joules had been delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing the device displayed a "discharge error" message.